Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("bleeding") in a 29-year-old female patient who had essure (batch no. G00489-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, arthritis and fibromyalgia. Concurrent conditions included chronic cervicitis, uterine cervical squamous metaplasia, nabothian cyst, pelvic adhesions, swelling nos, asthma, anxiety, local anaesthesia, dysmenorrhea and bloating. Concomitant products included diphenhydramine hydrochloride (benadryl) for nickel sensitivity as well as alprazolam (xanax) since 2015, carisoprodol (soma) since 2015, diclofenac since 2015, gabapentin since 2015, lorazepam since 2015, medroxyprogesterone (depo provera) and sertraline since 2015. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),/cramping"). In (B)(6) 2012, the patient experienced vaginal infection ("recurrent vaginal infections") with vaginal discharge. In 2013, the patient experienced abdominal pain ("pain"), fibromyalgia ("autoimmune disorder type of disorder: fibromyaligia,"), arthritis ("arthritis"), micturition urgency ("bladder or urinary problems or changes: less control- urgency"), sensitivity of teeth ("dental problems: pain, more sensitive"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: anxiety moody"), depression ("psychological or psychiatric problems condition: depression became worse"), migraine ("migraines"), headache ("headaches"), pain of skin ("more sensitive skin"), menstruation irregular ("other injury(ies) or complication(s)- please describe: irregular periods"), menstruation delayed ("other injury(ies) or complication(s)- please describe: skipping cycles") and the first episode of toothache ("dental problems: pain, more sensitive"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), diarrhoea ("gastrointestinal or digestive system condition type: loose stool") and hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: all my allergies, more sinus more skin allergies"). In 2015, the patient experienced allergy to metals ("nickel allergy") with rash and paraesthesia ("neurological conditions or problems type: tingling prickling sensations"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gastrointestinal pain ("painful digestion"), back pain ("back pain"), hypersensitivity ("allergic or hypersensitivity reaction type: all my allergies become worse"), food allergy ("allergic or hypersensitivity reaction type:could not touch pecans"), abdominal distension ("bloating,"), mood altered ("hormonal changes describe: mood changes"), weight increased ("weight gain"), pain ("vaginal discharge related to the vaginal infections caused pain and sensitivity"), neuralgia ("nerve pain"), the second episode of toothache ("teeth pain"), allergic sinusitis ("sinus"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dyspepsia ("gastrointestinal or digestive system condition type: painful digestion"). The patient was treated with antibiotics, antidepressants and surgery (da vinci total laparoscopic hysterectomy with salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, gastrointestinal pain, back pain, fibromyalgia, arthritis, micturition urgency, sensitivity of teeth, dyspareunia, abdominal distension, weight increased, pain, paraesthesia, migraine, headache, diarrhoea, hormone level abnormal, pain of skin, menstruation irregular, menstruation delayed, allergic sinusitis, bladder disorder, urinary tract disorder and dyspepsia outcome was unknown, the genital haemorrhage, abdominal pain, dermatitis allergic, hypersensitivity, food allergy, dysmenorrhoea, fatigue, mood altered, vaginal infection, nausea, depression, neuralgia and the last episode of toothache had resolved and the allergy to metals and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergic sinusitis, allergy to metals, anxiety, arthritis, back pain, bladder disorder, depression, dermatitis allergic, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, fibromyalgia, food allergy, gastrointestinal pain, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menstruation delayed, menstruation irregular, micturition urgency, migraine, mood altered, nausea, neuralgia, pain, pain of skin, paraesthesia, pelvic pain, sensitivity of teeth, urinary tract disorder, vaginal infection, weight increased, the first episode of toothache and the second episode of toothache to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury/condition. The right fallopian tube measures 5.5 cm in length and 0.8 cm in diameter. The cervix uteri shows chronic cervicitis, squamous metaplasia and nabothian cysts. The serosal surface contains fibrous adhesions. The endometrium shows secretory changes and tubal metaplasia. A paratubal cyst is present. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: total bilateral occlusion, essure in place. Ultrasound scan vagina: on (B)(6) 2015: total bilateral occlusion, essure in place, on (B)(6) 2014, CT abdomen and pelvis with contrast showed tiny amount of free fluid in the cul-de-sac. Otherwise, unremarkable CT of the abdomen and pelvis. (B)(6) 2015: doppler transabdominal ultrasound evaluation of the pelvis. Normal transvaginal ultrasound. The location of essure devices cannot be accurately determined on pelvic ultrasound. On today's exam, the proximal end of both essure devices appears to lie within the cornua of the uterus bilaterally. However, the distal location within the tubes cannot be verified on ultrasound. Also, tubal occlusion or patency cannot be verified on ultrasound. On (B)(6) 2015 surgical pathology the right fallopian tube measures 5.5 cm in length and 0.8 cm in diameter. Th e essure is located where the tube attaches to the uterus. The essure is located where the tube attaches to the uterus. The left fallopian tube measures 5 cm ln length and 0.6 cm in diameter area. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: abdominal pain, menstruation irregular, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 25-sep-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("bleeding") in a 29-year-old female patient who had essure (batch no. G00489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Concomitant products included medroxyprogesterone (depo provera). In 2012, the patient experienced vaginal infection ("recurrent vaginal infections") with vaginal discharge. On (B)(6) 2012, the patient had essure inserted. In 2015, the patient experienced fibromyalgia ("autoimmune disorder type of disorder: fibromyaligia,"), allergy to metals ("nickel allergy") with rash and paraesthesia ("neurological conditions or problems type: tingling prickling sensations"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dermatitis allergic ("allergic or hypersensitivity reaction type: all my allergies, more sinus more skin allergies"), hypersensitivity ("allergic or hypersensitivity reaction type: all my allergies become worse"), food allergy ("allergic or hypersensitivity reaction type:could not touch pecans"), arthritis ("arthritis"), urinary tract disorder ("bladder or urinary problems or changes"), bladder disorder ("bladder or urinary problems or changes"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping),/cramping"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), abdominal distension ("bloating,"), gastrointestinal pain ("painful digestion"), mood altered ("hormonal changes describe: mood changes"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: anxiety moody"), depression ("psychological or psychiatric problems condition: depression became worse"), weight increased ("weight gain"), pain ("vaginal discharge related to the vaginal infections caused pain and sensitivity"), abdominal pain ("pain"), neuralgia ("nerve pain") and toothache ("teeth pain"). The patient was treated with antibiotics, antidepressants and surgery (surgery to remove essure implant.). Essure was removed on (B)(6)-2015. At the time of the report, the pelvic pain, fibromyalgia, arthritis, urinary tract disorder, bladder disorder, tooth disorder, dysmenorrhoea, dyspareunia, abdominal distension, gastrointestinal pain, anxiety, weight increased, pain and paraesthesia outcome was unknown and the genital haemorrhage, dermatitis allergic, hypersensitivity, food allergy, fatigue, mood altered, vaginal infection, nausea, allergy to metals, depression, abdominal pain, neuralgia and toothache had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthritis, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, food allergy, gastrointestinal pain, genital haemorrhage, hypersensitivity, mood altered, nausea, neuralgia, pain, paraesthesia, pelvic pain, tooth disorder, toothache, urinary tract disorder, vaginal infection and weight increased to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury/condition diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion, essure in place ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion, essure in place, most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received: lot number added. Event added as bleeding, infection (bladder/ urinary ract/vaginal) type, fatigue, teeth pain, nerve pain, abdominal pain, neurological conditions or problems type: tingling prickling sensations, pain nos, allergic or hypersensitivity reaction type: all my allergies, more sinus more skin allergies, could not touch pecans, autoimmune disorder type of disorder: fibromyaligia, arthritis, bladder or urinary problems or changes, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, bloating, painful digestion, hormonal changes describe: mood changes, hysterectomy (partial), recurrent vaginal infections, ER visits, nausea, nickel allergy, pain, psychological or psychiatric problems condition: depression and anxiety moody, rashes or skin conditions type: skin breakouts, salpingectomy (bilateral removal of fallopian tubes), vaginal discharge, weight gain. Concomitant, historical drugs and treatment drugs, lab data were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("bleeding") in a 29-year-old female patient who had essure (batch no. G00489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression, arthritis and fibromyalgia. Concurrent conditions included chronic cervicitis, uterine cervical squamous metaplasia, nabothian cyst, pelvic adhesions, swelling nos, asthma, anxiety, local anaesthesia, dysmenorrhea and bloating. Concomitant products included diphenhydramine hydrochloride (benadryl) for nickel sensitivity as well as alprazolam (xanax) since 2015, carisoprodol (soma) since 2015, diclofenac since 2015, gabapentin since 2015, lorazepam since 2015, medroxyprogesterone (depo provera) and sertraline since 2015. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),/cramping"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal infection ("recurrent vaginal infections") with vaginal discharge. In 2013, the patient experienced abdominal pain ("pain"), fibromyalgia ("autoimmune disorder type of disorder: fibromyaligia,"), arthritis ("arthritis"), micturition urgency ("bladder or urinary problems or changes: less control- urgency"), sensitivity of teeth ("dental problems: pain, more sensitive"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: anxiety moody"), depression ("psychological or psychiatric problems condition: depression became worse"), migraine ("migraines"), headache ("headaches"), pain of skin ("more sensitive skin"), menstruation irregular ("other injury(ies) or complication(s)- please describe: irregular periods"), menstruation delayed ("other injury(ies) or complication(s)- please describe: skipping cycles") and the first episode of toothache ("dental problems: pain, more sensitive"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), diarrhoea ("gastrointestinal or digestive system condition type: loose stool") and hormone level abnormal ("hormonal changes"). In (B)(6) 2014, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: all my allergies, more sinus more skin allergies"). In 2015, the patient experienced allergy to metals ("nickel allergy") with rash and paraesthesia ("neurological conditions or problems type: tingling prickling sensations"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gastrointestinal pain ("painful digestion"), back pain ("back pain"), hypersensitivity ("allergic or hypersensitivity reaction type: all my allergies become worse"), food allergy ("allergic or hypersensitivity reaction type:could not touch pecans"), abdominal distension ("bloating,"), mood altered ("hormonal changes describe: mood changes"), weight increased ("weight gain"), pain ("vaginal discharge related to the vaginal infections caused pain and sensitivity"), neuralgia ("nerve pain"), the second episode of toothache ("teeth pain"), allergic sinusitis ("sinus"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes") and dyspepsia ("gastrointestinal or digestive system condition type: painful digestion"). The patient was treated with antibiotics, antidepressants and surgery (da vinci total laparoscopic hysterectomy with salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, gastrointestinal pain, back pain, fibromyalgia, arthritis, micturition urgency, sensitivity of teeth, dyspareunia, abdominal distension, weight increased, pain, paraesthesia, migraine, headache, diarrhoea, hormone level abnormal, pain of skin, menstruation irregular, menstruation delayed, allergic sinusitis, bladder disorder, urinary tract disorder and dyspepsia outcome was unknown, the genital haemorrhage, abdominal pain, dermatitis allergic, hypersensitivity, food allergy, dysmenorrhoea, fatigue, mood altered, vaginal infection, nausea, depression, neuralgia and the last episode of toothache had resolved and the allergy to metals and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergic sinusitis, allergy to metals, anxiety, arthritis, back pain, bladder disorder, depression, dermatitis allergic, diarrhoea, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, fibromyalgia, food allergy, gastrointestinal pain, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menstruation delayed, menstruation irregular, micturition urgency, migraine, mood altered, nausea, neuralgia, pain, pain of skin, paraesthesia, pelvic pain, sensitivity of teeth, urinary tract disorder, vaginal infection, weight increased, the first episode of toothache and the second episode of toothache to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury/condition. The right fallopian tube measures 5.5 cm in length and 0.8 cm in diameter. The cervix uteri shows chronic cervicitis, squamous metaplasia and nabothian cysts. The serosal surface contains fibrous adhesions. The endometrium shows secretory changes and tubal metaplasia. A paratubal cyst is present. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion, essure in place ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion, essure in place, on (B)(6) 2014, CT abdomen and pelvis with contrast showed tiny amount of free fluid in the cul-de-sac. Otherwise, unremarkable CT of the abdomen and pelvis. (B)(6) 2015:doppler transabdominal ultrasound evaluation of the pelvis. Normal transvaginal ultrasound. The location of essure devices cannot be accurately determined on pelvic ultrasound. On today's exam, the proximal end of both essure devices appears to lie within the cornua of the uterus bilaterally. However, the distal location within the tubes cannot be verified on ultrasound. Also, tubal occlusion or patency cannot be verified on ultrasound. On (B)(6) 2015 surgical pathology the right fallopian tube measures 5.5 cm in length and 0.8 cm in diameter. Th e essure is located where thetube attaches to the uterus. The essure is located where the tube attaches to the uterus. The left fallopian tube measures 5 cm ln length and 0.6 cm in diameter area. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: abdominal pain, menstruation irregular, dysmenorrhoea. Most recent follow-up information incorporated above includes: on 14-sep-2018: plaintiff fact sheet received. Reporter information updated. Events: bladder disorder, urinary tract disorder, dyspepsia were newly added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/pelvic pain") and genital haemorrhage ("bleeding") in a 29-year-old female patient who had essure (batch no. G00489) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included depression. Concurrent conditions included chronic cervicitis, uterine cervical squamous metaplasia, nabothian cyst, pelvic adhesions, swelling nos, asthma, anxiety and local anaesthesia. Concomitant products included diphenhydramine hydrochloride (benadryl) for nickel sensitivity as well as alprazolam (xanax) since 2015, carisoprodol since 2015, diclofenac since 2015, gabapentin since 2015, lorazepam since 2015, medroxyprogesterone (depo provera) and sertraline since 2015. On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping),/cramping"). In october 2012, the patient experienced vaginal infection ("recurrent vaginal infections") with vaginal discharge. In 2013, the patient experienced abdominal pain ("pain"), fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia,"), arthritis ("arthritis"), micturition urgency ("bladder or urinary problems or changes: less control- urgency"), sensitivity of teeth ("dental problems: pain, more sensitive"), nausea ("nausea"), anxiety ("psychological or psychiatric problems condition: anxiety moody"), depression ("psychological or psychiatric problems condition: depression became worse"), migraine ("migraines"), headache ("headaches"), pain of skin ("more sensitive skin"), menstruation irregular ("other injury(ies) or complication(s)- please describe: irregular periods"), menstruation delayed ("other injury(ies) or complication(s)- please describe: skipping cycles") and the first episode of toothache ("dental problems: pain, more sensitive"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue"), diarrhoea ("gastrointestinal or digestive system condition type: loose stool") and hormone level abnormal ("hormonal changes"). In october 2014, the patient experienced dermatitis allergic ("allergic or hypersensitivity reaction type: all my allergies, more sinus more skin allergies"). In 2015, the patient experienced allergy to metals ("nickel allergy") with rash and paraesthesia ("neurological conditions or problems type: tingling prickling sensations"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), gastrointestinal pain ("painful digestion"), back pain ("back pain"), hypersensitivity ("allergic or hypersensitivity reaction type: all my allergies become worse"), food allergy ("allergic or hypersensitivity reaction type:could not touch pecans"), abdominal distension ("bloating,"), mood altered ("hormonal changes describe: mood changes"), weight increased ("weight gain"), pain ("vaginal discharge related to the vaginal infections caused pain and sensitivity"), neuralgia ("nerve pain"), the second episode of toothache ("teeth pain") and allergic sinusitis ("sinus"). The patient was treated with antibiotics, antidepressants and surgery (da vinci total laparoscopic hysterectomy with salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, gastrointestinal pain, back pain, fibromyalgia, arthritis, micturition urgency, sensitivity of teeth, dysmenorrhoea, dyspareunia, abdominal distension, weight increased, pain, paraesthesia, migraine, headache, diarrhoea, hormone level abnormal, pain of skin, menstruation irregular, menstruation delayed and allergic sinusitis outcome was unknown, the genital haemorrhage, abdominal pain, dermatitis allergic, hypersensitivity, food allergy, fatigue, mood altered, vaginal infection, nausea, depression, neuralgia and the last episode of toothache had resolved and the allergy to metals and anxiety had not resolved. The reporter considered abdominal distension, abdominal pain, allergic sinusitis, allergy to metals, anxiety, arthritis, back pain, depression, dermatitis allergic, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, food allergy, gastrointestinal pain, genital haemorrhage, headache, hormone level abnormal, hypersensitivity, menstruation delayed, menstruation irregular, micturition urgency, migraine, mood altered, nausea, neuralgia, pain, pain of skin, paraesthesia, pelvic pain, sensitivity of teeth, vaginal infection, weight increased, the first episode of toothache and the second episode of toothache to be related to essure. The reporter commented: she claimed that essure worsened a previously existing injury/condition. The right fallopian tube measures 5.5 cm in length and 0.8 cm in diameter. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: total bilateral occlusion, essure in place ultrasound scan vagina - on (B)(6) 2015: total bilateral occlusion, essure in place, on (B)(6) 2014, CT abdomen and pelvis with contrast showed tiny amount of free fluid in the cul-de-sac. Otherwise, unremarkable CT of the abdomen and pelvis. (B)(6) 2015:doppler transabdominal ultrasound evaluation of the pelvis. Normal transvaginal ultrasound. The location of essure devices cannot be accurately determined on pelvic ultrasound. On today's exam, the proximal end of both essure devices appears to lie within the cornua of the uterus bilaterally. However, the distal location within the tubes cannot be verified on ultrasound. Also, tubal occlusion or patency cannot be verified on ultrasound. On (B)(6) 2015 surgical pathology the right fallopian tube measures 5.5 cm in length and 0.8 cm in diameter. Th e essure is located where thetube attaches to the uterus. The essure is located where the tube attaches to the uterus. The left fallopian tube measures 5 cm ln length and 0.6 cm in diameter area. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: abdominal pain, menstruation irregular, dysmenorrhoea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received. Events added from pfs- migraines / headaches, gastrointestinal or digestive system condition type: loose stool, hormonal changes, more sensitive sking, other injury(ies) or complication(s)- please describe: irregular periods, skipping cycles, back pain, more sinus. Event bladder disorder and urinary tract disorder was updated as micturition urgency. Event dental disorder was updated as tooth ache and dental sensitivity. Concomitant disease were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgery to remove essure implant.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.